Event description:
Pt found unresponsive, asystolic with pacing spikes. After unsuccessful code blue pt was pronounced dead. Cardiologist suspects possible cerebral event as the cause of death. A nurse and unit clerk present at the location of the central station monitor report that they did not hear an alarm for the asystole. Another nurse saw the asystole on the monitor and rushed toward the pt's room. The alarm has worked since and co's svc rep has evaluated the monitor.